Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer reported the occlusion alarms typically occur on the third day of supply use. The customer's blood glucose (bg) levels ranged between 167mg/dl to 300's mg/dl range. Correction boluses were delivered via the pump to address the elevated bg levels. The past occlusion alarms were resolved by either performing a complete supply change or resuming insulin deliveries without changing any pump supplies. Tandem technical support informed the customer in regards to the possible causes of occlusion alarms.